Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. While running startup, the customer reported the probe drips on the act diff instrument. The volume of the leak was reported as about 50 ml. The leak was not contained. The operator was wearing gloves and lab coat when the leak was found. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a clot in the rinse cup waste line causing the vacuum to drop slightly and leak at the probe. The fse removed the clot to resolve the leak. The fse also bleached and cleaned the vacuum system, vacuum isolator chamber and rbc (red blood cell) and wbc (white blood cell) baths as preventative measure. Identified failure modes: the failure mode for the leak was a clot in the rinse cup waste line. No erroneous results were generated for this event. Upon recur; the failure mode is likely to generate erroneous cbc results due to a counting sizing or measurement error due to restricted tubing. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).